Manufacturer narrative:
The device history record was reviewed and met all material specifications with no deviation identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized paragon 28 phantom small bone intramedullary nail system on (B)(6) 2019. It was reported that the compression screw was found fully compressed and torque indicating driver tips broke off in the compression slot. The initial reporter mentioned the attempt to reverse the loaded compression however, the compression screw broke off the driver in the process. Another set was used to complete the case. This is report 1 of 2 for the incident.